Manufacturer narrative:
Color: blue. Battery life remaining: <n/a. Customer reports: inpen app is not recording the exact doses dialed on inpen and screw is not moving as intended. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. Dose dial gets intermittently jammed. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. Resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Pending further analysis that will be performed at (B)(4) location. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen had received dose log inaccuracy and customer reports screw is not moving as intended. Customer stated there was no difference between the dose intended and dose logged always 0.5 units. Customer stated there was no dosing slowly or pausing during the injection. Customer stated there was no 5.0 units recorded in the logbook each time. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. Dose dial gets intermittently jammed. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. Resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: per dennis berg san diego investigation: destructive testing showed that leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. Therefore, the customers complaint of leadscrew anomaly was confirmed. However, unable to verify dose log inaccuracy due to leadscrew anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.